Event description:
Received complaint report from facility indicating that during dialysis the lines and dialyzer became discolored and the pt had a reaction. Subsequently, the acid concentrate drum was examined and a metal hose clamp was found in the bottom of the drum. The drum was received and used since december without incident. Questionnaire faxed to the facility on 03/30/2000 to obtain more info about the treatment and the pt. The drum is available. Will arrange with the facility to have the drum shipped for analysis. This product is manufactured by "di chem". The customer received the drum on 12/21/1999.